Event description:
Event description guidant received information that this implantable lead was removed from service and replaced because the physician suspected either a fracture or an inner insulation breach.